Event description:
Initial bilateral implantation in 1976. Consumer further reports various illneses including, but not limited to, swollen nodes, gallblader and intestine problems, rupture and rashes.